Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a em issue. The issue was traced to a faulty axiem interface box. The customer borrowed another axiem box from the other system to proceed with case. It was noted by the site that they had found insulation on axiem I/f cable had been breached exposing wires. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6)); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: 9735825ent. H3, h6; a medtronic representative went to the site to test the equipment. The axiem box cable was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.